Event description:
It was reported that 30 bd ultra-fine¿ pro pen needles were not permeable. The following information was provided by the initial reporter: "the patient complains that the needles are not permeable. In all 3 package at least 10 needles are impermeable."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10

Event description:
It was reported that 30 bd ultra-fine¿ pro pen needles were not permeable. The following information was provided by the initial reporter: "the patient complains that the needles are not permeable. In all 3 package at least 10 needles are impermeable."